Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6). Resubmission of initial report as per FDA on 7/28/20.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego q system. During an interventional procedure, the grid on the gigalix tube became defective. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.